Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of premature battery depletion (pbd) against this device was confirmed, but the specific cause of the pbd could not be determined. The device declared elective replacement time (ert) after six years of implant, or 55 percent of the nominal longevity of 11 years. The minimum allowed is 75 percent. Further testing noted that all current drains and power supplies measured were within specification and that there was no active short within the battery. A visual inspection of the device also noted no irregularities. Again, the exact reason for the pbd could not be determined.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) earlier than expected. The device went from showing a longevity of greater than five years to declaring eri in a time period of less than six months. Autocapture was on before eri was declared. All outputs and threshold measurements were normal, but due to rapid battery depletion, the device is scheduled to be explanted soon. For now, the device still remains in service. No adverse patient effects were reported.